Manufacturer narrative:
The glidescope gvm monitor and the glidescope avl video baton 3-4 were returned to verathon for evaluation. A verathon technical service representative evaluated the returned gvm monitor and could not reproduce the "intermittent image" issue; the unit functioned as intended. The glidescope avl video baton 3-4 was also evaluated and no issue was found; the unit functioned as intended. It was noted that the baton's lens housing was broken on the corners and requires replacement due to the damage. The glidescope gvm monitor was returned to the customer. The customer was advised to replace the glidescope avl video baton 3-4. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
Hold for r.g. 1.20the customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would intermittently disappear when in use. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.